Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s new dexcom g7 continuous glucose monitor did not pair with the ilet after sensor placement, and the user was instructed to toggle the ilet cgm setting between g6 and g7, reenter the four-digit pairing code, and restart the ilet if needed, with counseling that pairing could take 15 to 30 minutes. Symptoms included no adverse clinical effects and no reported changes in blood glucose levels. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included guided troubleshooting to verify correct cgm selection, confirm pairing code entry, and perform an ilet restart. Investigation of this case revealed a suspected connectivity or setup issue between the dexcom g7 and the ilet, with no device alarms reported and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or setup error leading to temporary pairing failure.